Event description:
It was reported that thrombosis and transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx delivery system was successfully implanted on (B)(6) 2023. The patient was discharged on dual antiplatelet therapy (dapt) for six (6) months and then switched to aspirin. On (B)(6) 2025 the patient presented to the hospital with transient ischemic attack (tia) symptoms. A transesophageal echocardiography (tee) was performed, and a large mobile thrombus was noted attached to the mitral face of the closure device. The patient started heparin and was remained on (B)(6) 2025 and it was noted that the thrombus changed and has significant movement. The patient was referred to the university of iowa for a thrombectomy procedure with a sentinel protection device. The procedure was successful, and the thrombus was aspirated using the non-boston scientific (bsc) device. All tia symptoms were transient and resolved. The patient was discharged on (B)(6) 2025 and is expected to fully recover.